Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed in (B)(6) 2007. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2015). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: hysterectomy scheduled on (B)(6) 2015. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from plaintiff fact sheet: reporter added. Essure model number updated from 305 to 205 on (B)(6) 2020: plaintiff fact sheet received : reporters was added. On (B)(6) 2020: follow up 3 and follow up 4 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007 the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleed more than I dont"), headache ("headaches"), hypertension ("high blood pressure"), pruritus ("itchy") and hot flush ("hot flashes"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, headache, hypertension, pruritus and hot flush outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, headache, hot flush, hypertension and pruritus to be related to essure (ess205). The reporter commented: hysterectomy scheduled on (B)(6) 2015. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: events cramps, itchy , bp increased headache & genital bleeding , hot flashes were added. Date explanted, age group and new reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed in march 2007. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.